Manufacturer narrative:
Bench service evaluated the device and confirmed the navigation ring issue. The front bezel was replaced to resolve the reported problem. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from bench repair on the v60 indicating that while servicing the device, it was observed that the nav-ring does not work and that the front bezel will need to be replaced. It was reported there was no patient involvement at the time the issue was discovered.